Event description:
2003 placed the device. Two years later skin ulcer was found and protruded part of the ring was pulled and cut off by scissors. Ten days later the ring was found protruding again. About 1cm of the protruded ring was cut off.